Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Per package insert, loosening and pain is known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item 00598800327 lot 61886951 tibial block size 3. Item 00598800327 lot 00598800327 tibial block size 3. Item unknown lot unknown stem extension 15mm. Item 00596403012 lot 62216663 articular surface. Item 00599601302 lot 61124874 femoral component. Report source: foreign: (B)(6). Other: legal. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02545, 0001822565-2020-02546, 0001822565-2020-02547.

Event description:
It was reported that a patient had total knee arthroplasty and two months after the procedure began rehabilitation. After one month of rehabilitation the patient was diagnosed with moderate pain and the patient was scheduled for second round of rehabilitation. One month into the second round of rehabilitation an x-ray was ordered due to right lower leg pain. The patient was taking painkillers and complained of pain in tibial bone. During a six month visit after the procedure the patient was referred for another x-ray because of suspected loosening of the tibial element and was referred to the department of traumatic orthopedic surgery. Ten months after the procedure the patient was again admitted to the hospital with diagnosis of loose implants. Surgical treatment was used - total revision arthroplasty of the right knee joint. Attempts have been made and no further information has been provided.